Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery rotational atherectomy and stenting treatment procedure, stent thrombus and stent inadequate apposition occurred. In (B)(6) 2014, the index procedure was performed. Vascular access was obtained via radial artery. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca) and was 10cm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation using a 3.0x20mm emerge balloon catheter, rotational atherectomy and placement of four synergy stents of size 3.00x38mm, 2.75x20mm, 2.50x12mm, and 3.00x12mm. Post procedure the patient was stable and was sent to the waiting area. Then, the patient lost pulse and fibrillated. They recovered him after a defibrillator shock. He was then re-catheterized and a thrombus was noted in the proximal part of the 3.00x38mm stent. The area was post-dilated and it was thought that the stent was slightly underexpanded. It was unable to confirm if the patient was under double antiplatelet therapy or not. Thus, the physician believed this was the main cause of the acute thrombosis. The event was resolved by post-dilation and medication treatment. No further patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.